Event description:
It was reported that the patient had a revision surgery on (B)(6) 2013, due to pain and associated medical problems.

Manufacturer narrative:
The other device noted in this report is an unknown mitch trh modular manufactured by depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that no further information on the event would be provided. The patient has chosen to remain confidential.